Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and the right atrial (ra) lead exhibited atrial undersensing. The leads remain in use. A revision is planned for the rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the lead was successfully repostioned. No patient complications have been reported as a result of this event.